Event description:
Litigation papers allege, the pt has suffered, and continues to suffer, injuries and damages, including but not limited to, emotional distress, past, present and future physical and mental pain and suffering; past, present and future medical, hospital, monitoring, rehabilitative and pharmaceutical expenses, and lost wages, excessive exposure to metal contamination of his blood and body by cobalt and chromium and other substances toxic to the pt, loss of expectancy of life, exposure to higher than normal rates of cancer, organ failure, and other potential future health complications. Update: the sales rep reported the revision surgery. The pt was revised to address pain and a seroma.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.